Event description:
It was reported that the patient felt a vibratory alert for hv lead impedance being out of range. Noise was noted on the egm possibly due to myopotentials in the rv to can vector. Noise was still present during pocket manipulation and the hv lead impedance increased. The lead tested normal during explant. Therefore, the device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.